Event description:
It was reported that the customer had high blood glucose levels of 400mg/dl and in the 500mg/dl range. Customer also reported going into diabetic ketoacidosis. Customer was treated with manual injection. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. (B)(4).